Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during dwell 3/4 of their automated peritoneal dialysis therapy. Per initial report, baxter's technical service center assisted the home patient in ending the therapy early. The home patient was hospitalized for peritonitis three days in 2007. The home patient had abdominal pain and cloudy fluid. The home patient's esrd is secondary to type I diabetes. The home patient uses low calcium dianeal solutions of varying strengths. The home patient was treated the next day, with fortaz, 1 g ip and ancef, 1 g ip. There were no concomitant medicinal products. There were no exit site or tunnel infections. The home patient's nurse did not have a suspected root cause for this peritonitis episode.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on mar 06 2007. Baxter's product surveillance department has reviewed the peritonitis episode with the home patient and the patient's nurse.